Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after advancing the catheter into the left superior pulmonary vein and ini tiating ablation, the patient developed hemodynamic instability characterized by a gradual and progressive drop in blood pressure. A bedside echocardiogram confirmed a significant pericardial effusion, and the patient experienced cardiac tamponade. Immediate intervention included pericardiocentesis with fluid extraction, guided by repeated echocardiographic assessments to ensure complete drainage and monitor for re-accumulation. Following stabilization, the procedure was aborted and the patient was under general anesthesia. The patient required further surgical intervention to address the complication resulting in an overnight stay in recovery. No further patient complications have been reported as a result of this event.